Manufacturer narrative:
Product analysis ¿ as found condition: the pipeline flex shield braid and phenom 27 catheter were returned inside a bio-hazard bag and a shipping box. The pushwire was not returned. ¿ damage location details: the braid's distal and proximal ends were found to be open and frayed. The catheter tip and marker were examined, with no damage found. However, the catheter body was found to be flattened from 2.6 cm to 13.3cm from the distal tip, and kinked at 6.7cm from the proximal end of the catheter hub. No other anomalies were observed. ¿ testing/analysis: the total and usable length were measured within specifications. The catheter was flushed with water and found to be patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub without issue; however, it got stuck at 6.7cm from the proximal end of the catheter hub. ¿ conclusion: based on the returned devices, the customer report of "failure to open at the distal end" was not confirmed, as the braid's distal end was open and frayed. The cause of the failure to open could not be determined. Possible causes for this failure include vessel tortuosity, a damaged braid, or deployment of the braid in a vessel bend. The customer reported that the vessel tortuosity was moderate and that the braid was not positioned in any vessel bends, which rules these factors out as potential causes. It is possible that the damage to the braid contributed to the failure to open. Such damage can occur due to resheathing more than twice, over-manipulation, improper deployment technique, or resistance encountered when advancing or retracting the delivery wire, as well as during deployment or re-sheathing against resistance. Additionally, the customer's report of "resistance during delivery/retrieval" was confirmed, as damage was found on both the pipeline flex shield braid and the catheter. The observed damage to the catheter (flattening/kinking) and braid (fraying) indicates that high force was applied. This damage may have resulted from the customer's attempts to deliver/retrieve the pipeline flex shield through the catheter while encountering resistance. Possible causes of resistance include vessel tortuosity and a lack of continuous flushing with heparinized saline during the procedure. The customer indicated that the vessel tortuosity was moderate, which eliminates it as a potential cause. Therefore, it is likely that the lack of continuous flushing with heparinized saline may have contributed to the resistance experienced during delivery/retrieval. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, ophthalmic artery segment aneurysm with a max diameter of 8 mm and a 6 mm neck diameter. The landing zone arterial diameter was 4.8 mm distally and 4.9 mm proximally. Femoral artery access vessel diameter was unknown. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was noted as unknown. The angiographic result post procedure showed after replacing a new stent after the operation, the aneurysm retention was obvious. I t was reported that after removing the packaging and hydrating the pipeline flex stent (ped2-475-30), the stent was delivered to the m1 segment of the middle cerebral artery. Stent deployment began, stabilizing the guidewire and retrieving the phenom 27 stent delivery catheter by about 8 mm. After waiting 30 seconds, the stent did not open, so the catheter was retrieved a bit further, but the stent still did not open. The stent was retrieved and redeployed, but it still did not open. The entire assembly was moved to the distal end of the internal carotid artery, but the stent still failed to open. Imaging revealed that the tip end of the stent appeared frayed, so the entire system was withdrawn. There was also a suspected issue with the phenom27 lumen, so both the stent and the microcatheter were removed and replaced with a new ped2 4.75-25 stent and a new phenom 27 microcatheter to complete the procedure. No patient symptoms or complications were associated with this event. Additional information was received. The physician suspected a lumen issue due to resistance experienced during repeated retrieval. Difficultywas mentioned in pushing the stent during delivery after surgery, and resistance during retrieval was felt at the distal end of the catheter. The catheter was flushed per IFU during the procedure. The distal section of the pipeline did not open, although it was not placed in a vessel bend. No additional steps or other devices were attempted to open the pipeline, as the client was concerned about potential post-operative complications. The cause of the failure to open was attributed to an issue with the stent at the tip, and the cause of the stent damage was determined. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). Ancillary devices included a 5f 115cm navien catheter.